Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that the radio frequency programmer head had telemetry failure. It was further requested that the head receive a new label. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the cable was replaced as a preventative. It was also noted that the label was missing.